Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Additionally, it was reported that a temperature alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.